Event description:
Caller reported an error associated with their continuous glucose monitor, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and guided the caller through the process, but the customer was unable to complete the reset at that time and planned to follow up later.